Event description:
Left-side suspected rupture; left-side seroma; potential left- side alcl.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Update to b6 based on md findings. Per md follow up alcl is no longer a concern for patient based on testing performed via MRI and ultrasound.